Manufacturer narrative:
The customer only returned suspected contour next link 2.4 meter (serial # (B)(4)). No test strips were returned. The returned meter was tested with the in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured in sections age and weight as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he was sleeping and woke up sweating. The customer's partner suspected that the customer was experiencing hypoglycemic symptoms. The customer's partner gave dextrose pill and a glass of sugary lemonade to the customer. The customer's partner performed a blood glucose test on their contour next link 2.4 meter and obtained a reading of 22 mmol/l. The customer's partner called the ambulance. Paramedics gave an unknown intravenous infusion to the customer after which the customer felt fine and declined to go to the hospital. The paramedics performed a blood glucose test with their meter and obtained a reading of 3.5 mmol/l. After reaching home, the customer ate sandwich and performed another blood test, which was approximately 30 minutes after leaving the ambulance and obtained a reading of 5.5 mmol/l. The test strips are not expected to be returned. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.